Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse), biomed department stated that the user witnessed the helium tank icon in the clinical app would only show an empty bottle. Operator stated that the unit would show empty although there is a full tank. Upon initial inspection, I did not see any damage to the regulator and the unit had the correct gasket installed. Verified that the analog helium gauge on the rear of the instrument is properly displaying the remaining gas in the bottle. In the clinical app I was able to verify that the helium bottle icon was actively showing the proper gas levels when the console was docked inside the cart. The levels on the gauge were closely related to the helium icon in the clinical app. When the console was removed and rescue mode was active, the helium gauge properly displayed the helium levels of the internal tank. Was able to undock and dock the unit several times to test the integrity of the locking mechanisms, and the ability to see the helium icon in the clinical software properly change from rescue to hybrid mode. Could not verify operator issue. Balloon pump was able to show helium levels during testing. Checked all error logs. Did not have any helium errors in the log. Calibrated the low and high helium transducers. Transducers calibrated and updated the calibration files without issues. Inspect the regulator transducer sensor. Sensor did not have a physical or visual damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium gauge showing low, alarming. The user saw the helium tank icon in the clinical app would only show an empty bottle. The operator stated that the unit would show empty although there is a full tank. The unit was switched to another iabp. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a